Event description:
Further follow-up revealed that an autopsy was not performed. Death certificate listed the immediate cause of death as sudden unexplained death, due to (or as a consequence of) seizure disorder (epilepsy), due to (or as a consequence of) translocation chromosome x to 16. Other significant conditions contributing to death, but not resulting in the underlying cause were listed as autism and developmental disability. The manner of death was listed as natural. Product analysis summary: the pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the pt's death.

Event description:
Reporter indicated that vns pt had passed away either due to seizure or to status epilepticus. It was reported that the pt's family member gave her fluids around 1am and then found the pt apneic and cyanotic approx two hours later. The pt experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death.

Event description:
The concomitant device (lead) was analyzed. Product analysis summary: the conditions of the lead portion returned are consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that at one time proper mechanical and electrical connection was present. Continuity tests were performed on the returned portion with no diccontinuities identified. No anomalies were identified that would lead to the reported event. The electrode portion of the lead was not returned for analysis.